Manufacturer narrative:
To prevent future incidents, we strongly advise to review the local procedure related to the (unauthorized) access to the controlled access area. Also, the mr staff must read and familiarize themselves with the safety chapter of the instruction for use. Other hospital staff that needs access to the mr examination room must also be mr safety trained. IFU r5 section magnet safety - access to controlled access area. Warning: do not bring objects made of iron or other magnetic materials into the controlled access area. These objects will be attracted by the magnet and may lead to serious or fatal injury of the patient or operating personnel and may cause system malfunctions. Object examples: scissors, pocket knives, lighters, keys, coins, etc. Mobile phones and pagers. Vacuum cleaners, floor polishers, etc. Magnetic wheel chair, magnetic trolley, iron stretchers, etc. Mr unsafe fire extinguishers. Life supporting, vital sign monitoring, or emergency equipment such objects will be attracted by the magnet and may lead to serious or fatal injury of the patient or operating personnel and may cause system malfunctions.¿ a safety presentation is available on dvd, which explains the rf and other MRI related safety issues: (B)(4), mr safety instructions. Clear user error.

Event description:
Philips received a report from a customer stating that a patient's leg was attracted in the magnet bore during an examination because of its metal implants. This resulted in the need for refixation of the patient's leg implant.